Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that the did not feel that the device was functioning correctly. The high blood glucose reading was 550 mg/dl. The blood glucose reading at the time of the call was not high. He stated that he had yogurt, entered the carbohydrate value, and programmed a bolus, his blood glucose reading would be at 100 mg/dl. However, he stated that on the next day, he would have the same amount of carbohydrates, repeat this process, and his blood glucose reading would be as high as 180 mg/dl. Unable to complete troubleshooting due to lack of a tubing clamp. Advised that one would be sent out, and advised the customer to call back to continue troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.